Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, brown particles in the shell, crease fold, wear abrasion and opening on radius. A visual and microscopic analysis was performed which identified crease smooth opening on radius. Base on the device analysis the final assessment is: a crease smooth opening on radius assessed as fold flaw opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported a right side removal due to the patient¿s concern with the product and rupture. Device has been explanted and replaced.